Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lyks, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient had an infection at the implant site. The system was explanted and the issue was resolved. No device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported patient's personal hygiene caused the infection. No further complications were reported.